Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline effusion was noted at the beginning of the case. The transeptal puncture was performed with both transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging guidance. The transeptal puncture required multiple attempts before it was successful. A watchman fxd curve access system was used to deploy a 27mm watchman flx laa closure device. There were no recaptures required and the release criteria were met. Tee confirmed no change to the baseline effusion at the end of the procedure. About 3-4 hour post procedure when the patient was in post operative care, the effusion worsened. The patient's blood pressure dropped to 50's systolic and cardiac tamponade was noted on transthoracic echocardiogram (tte). A pericardiocentesis was performed to resolve the effusion. The patient was expected to be discharged the following day.